Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received

Event description:
Information received from the field notes a suspected malfunction with the ventricular lead. The pulse generator was programmed to aai mode. The patient did not have heart block.